Manufacturer narrative:
Patient weight is not available for reporting. Date of device migration is not known. UDI: (B)(4). Date of implant is not known. Concomitant device therapy date is not known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 04.038.290s lot # 9887536. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. There was 1 of (B)(4) pieces in this lot that was reworked for particulate prior to sterilization at the prep/seal operation. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Release to warehouse date: 02 october 2015. Expiration date: 31 august 2025. Manufacturing site: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 to remove a trochanteric fixation nail advanced (tfna) construct due to migration of the helical blade. The patient was originally implanted with the tfna construct on an unknown date. On an unknown date postoperatively, it was identified that the helical blade migrated. It is unknown whether the patient had symptoms related to this event. The surgeon noted very poor bone quality of the patient. The failure was detected by post-op x-rays. During the revision the tfna nail, helical blade and an unknown locking screw were removed easily and intact. No surgical delay or patient harm was reported. The patient was implanted with a depuy reclaimed total hip. The procedure was successfully completely. The patient outcome was reported great. Preliminary evaluation of the returned unknown locking screw revealed the device has a few stripped threads. Concomitant devices reported: 11mm 125 degree titanium cannulated tfna nail 170mm (part 04.037.112s, lot 9801847, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Per the investigation summary unknown locking screw, quantity x1, has a few stripped threads. This device was in error listed as concomitant device in the summary; however upon further investigation this part is now determined as a new part record of the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was performed. The following concomitant parts were returned without an allegation against them. The tfna (trochanteric fixation nail- advanced) short nail (part 04.037.112, lot 9801847, quantity 1) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. An unknown 5.0 mm locking screw with t25 stardrive recess for im nails was returned as a concomitant device without an alleged complaint condition. The screw was returned without a part number etched. The length of the screw was measured to be 36.5 mm. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Per the drawing, there is a +0.7 tolerance for the length of the screw. The part number for this screw can be confirmed to be 04.005.526. The screw was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, it was observed that the screw has stripped threads. The stripped threads of the concomitant screw are consistent with implantation and explantation. There is no evidence that this device contributed to the complaint condition. A tfna helical blade 90mm (part # 04.038.290, lot # 9887536, quantity 1) was returned. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. X-rays were provided showing post-operative migration of the helical blade. The alignment of the helical blade to the tfna nail is consistent with migration of the helical blade. Upon visual inspection, minor wear marks consistent with implantation and explantation were present. Whether this complaint can be replicated at customer quality (cq) is not applicable for this reported complaint condition of post-operative migration. No new malfunctions were identified as a result of the investigation. The 04.038.290 tfna helical blade is an implant part of the tfn advanced (tfna) proximal femoral nailing system. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, this complaint condition is likely due to very poor bone quality of the patient. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.